Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion cannula dislodgement at site. Infusion set was in use for 1.5 days. Site of insertion was abdomen. Patient's blood glucose at the time of issue was reported as high. Patient took correction injection via multi daily injections to address high bg. Patient replaced infusion set and resumed insulin successfully. No further information available.